Event description:
The customer reported having low blood glucose. The blood glucose reading was 42mg/dl. The customer stated that she will go to the hospital when she thinks it is necessary. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.